Manufacturer narrative:
Patient information was not available/no patient(s) involved in the complaint. No adverse patient effects were reported. If additional information is received, a follow-up report will be submitted. Electrical wire.

Event description:
A 3m (B)(4) stated the customer reported that when the (B)(4) 3m red dot neonatal monitoring electrodes are plugged into the lead, the machine states "left leg off". Replacement product was sent to the sales representative. The affected sample was sent to 3m and analyzed. Testing found that the defect was isolated to the red wires from mn wire lot 100827. Mn wire has been contacted and will investigate internally to determine a root cause and how much of the lead wire inventory is affected. 3m will continue to monitor for this defect. Corrective action has been recommended.